Manufacturer narrative:
(B)(4). Conclusion: actual sample was returned for evaluation. Visual inspection was performed. User holder marks were found throughout needle body. Loose suture attachment tip was visually examined and found to have the broken and severed needle barrel still attached to suture. User needle holder marks were found on needle barrel. Since needle barrel was found to be still attached to suture this is not a needle pull out issue but instead a needle breakage issue. User needle holder marks in barrel area of needle indicates incorrect user handling. In order to avoid this type of damage, and subsequent breakage, the device information for use cautions the user that the needle only be grasped in an area one-third to one-half of the distance from the swaged end to the point. Conclusion: actual sample was returned for evaluation. Sample was functionally examined for brittle needle evaluation. Needle tensile testing was performed and sample met requirements. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an insertion of a drain on (B)(6) 2014 and suture was used. During the procedure, the needle snapped off of the suture and fell into the patient. A second incision, ultrasound and extension of the incision were required before the needle was found. Additional information was requested.